Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation from the right atrial (ra) lead. The ra lead was also dislodged, measured high threshold, and exhibited potential undersensing. It was additionally reported that the right ventricular (rv) lead was noted with auto capture threshold measured above range. Reprogramming was performed. Both leads remain in use. No further patient complications have been reported as a result of this event.